Event description:
It was reported that the drill was overheating during surgery. Another device was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported by the customer was confirmed. Upon disassembly the driveshaft, driveshaft bearings, and the rotor had corrosion build up on them. The corrosion in the bearings caused them to run roughly, generation the noise, and creating friction during rotation resulting in the observed heat. The handpiece was repaired and the device was returned to the customer. The corroded components were replaced and the device was returned to the customer.